Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. The pump module event log shows that at 5:22 pm on (B)(6) 2016 the device was programmed to infuse at a rate of 41.6667ml/hr with a vtbi of 1000ml. The infusion continued until 5:23 pm on (B)(6) 2016 when the rate was changed to 50ml/hr and the vtbi to 68.444ml. The infusion continued for an additional 1 hour and 7 minutes until the device was channeled off at 6:30 pm. The event log shows the device alarmed multiple times (68 times) during this timeframe. The total volume infused could not be determined because the pcu log, containing that information, was unavailable. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported underinfusion was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that an etoposide infusion of 990.1 ml to run at 41.7 ml/hr. Over 24 hours had a residual amount of 80 ml., estimated to take 2 additional hours when the infusion should have been completed. It was noted there had been multiple air in line alarms with air bubbles visualized in the line throughout the infusion that may have delayed the completion. The etoposide rate was increased by 20% as per md order and the infusion finished 1.5 hours after the originally planned finish time delaying next scheduled chemotherapy infusion. There was no patient harm.